Event description:
It was reported that the patient presented to the hospital due to a device alarm 8 days post-implant. It was determined that the competitor lead measurements were out of range. An image of the thorax was taken, in which a connection issue was confirmed. During revision, the competitor lead was removed and re-inserted into the header of the device to which normal measurements were taken. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns . (B)(4).

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory indicated the impedance on the rv (right ventricular) competitor pacing lead was beyond the expected upper range.